Manufacturer narrative:
Add'l implanted date: (B)(6) 2011, add'l catalog # 720054-02, add'l serial # (B)(4), add'l expiration 06/03/2016, add'l manufactured 06/2011. Should additional info become available regarding this event, it will be re-evaluated and follow-up report will be sent.

Event description:
It was reported that the device was removed due to erosion.